Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was some inaccessible diagnostic data due to some missing egms on the device. Remote monitoring was able to retrieve the symptoms from the device and sent the pdf to the customer to resolve the event and the patient was in stable condition.